Event description:
Rptr stated, "insert would not snap onto baseplate. After insertion, it remained loose as if not locked. Surgeon immediately switched to same size a/p lipped insert." There was no adverse consequence for the pt or delay in surgery or anesthesia time.